Event description:
It was reported to co that in 2002, a pt was sedated and had a CT scan with contrast of chest. Due to an unexplained problem, scan files could not be located. Two weeks later, same procedure was performed involving sedation.